Event description:
Customer states they woke up incoherent and tested blood glucose and received a result of 165mg/dl at 8:20am. The customer states they almost passed out, they called emergency medical techs. Emergency med tech arrived and tested pt's blood glucose and received a result of 35mg/dl. The customer was given an IV. Emergency med tech retested and received a result of 280mg/dl the customer's device read 188mg/dl at 8:56am. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.